Manufacturer narrative:
The average age was 66.2 ± 13.4 years. The implant dates noted from (B)(6) 2017 to (B)(6) 2019. (B)(4). Article citation: bormann c, schmidt m, busch c, rehak m, scharenberg CT, unterlauft jd. "Implantation of xen after failed trabeculectomy: an efficient therapy?" Klin monbl augenheilkd. 2021 sep 27. English, german. Doi: 10.1055/a-1553-4547. Epub ahead of print. Pmid: 34571551. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Reported events of "9 eyes required iop-lowering medication," "9 eyes required needling," "low pressure with accompanying choroidal detachment in four eyes treated with therapeutic contact lenses and application of topical atropine; one eye was also treated with a low molecular weight viscoelastic agent injected into the anterior chamber. The choroidal detachment resolved," "3 eyes required open conjunctival revision," "4 eyes required secondary xen device implant," "1 eye required trabeculectomy," "2 eyes required ahmed glaucoma valve implantation," "4 eyes experienced subconjunctival hemorrhage" were noted in the article: "implantation of xen after failed trabeculectomy: an efficient therapy?" Klin monbl augenheilkd. English, german.